Event description:
It was reported that while using a bd micro-fine ultra insulin pen needle for an injection, the needle broke off in the consumer's abdomen. The consumer was evaluated by a physician and an x-ray was taken. The x-ray did not visualize the broken needle and there were no further medical interventions.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.